Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece measuring 47.5 / 48.5 / 53.5 cm (outer insulation and outer coil / inner insulation / inner coil). The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2021-11685. It was reported that the patient presented for a lead revision. Prior to procedure during an in-clinic visit, the right ventricular (rv) lead exhibited noise. During the procedure, the right atrial lead was found to be bound by scar tissue to the rv lead. Both leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.